Event description:
It was reported the patient experienced pain without relief from bolusing. The patient also experienced tingling in the feet. An x-ray was performed which showed the catheter had migrated down from c7 to t6. A surgical revision was done. Five cc's of clear fluid was removed from the lumbar site. The drugs used in the pump were morphine sulfate, bupivacaine, and compounded baclofen. The patient recovered without sequela.